Event description:
It was reported to physio-control that the customer's device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. The third-party service agent has sent the device to physio-control for further evaluation. Physio-control will continue to investigate the reported issue and will submit a supplement report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the digital pcb assembly did not allow the device to power on. Physio-control then further evaluated the digital pcb assembly and determined that the cause of the reported issue was due to process residue at a resistor, designator r80 on the digitial pcb assembly. This process residue at resistor, designator r80, leaked voltage between sections which caused a small offset voltage that kept a flip-flop integrated circuit (ic), designator u13, from changing to its on-state. A replacement device was provided to the customer under warranty.